Event description:
It was reported that this 3 y/o male patient's right knee was revised. Patient complained of pain. Loose femur and recalled poly. Patient was last known to be in stable condition following the event. Product not returning: chain of command due to recall.

Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): (B)(6), 02-022-45-4535 - truliant tib fit tray cem sz 4.5f/3.5t. (B)(6), 200-07-35 - advanced patella 35mm 3 peg implant.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.